Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site when the incident occurred. The cse ordered a new gas spring for the instrument. Once the part was received, a cse was dispatched to the customer site to replace the gas spring. The cause of the instrument cover falling onto the operator was a malfunction of the gas spring. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits.

Event description:
The customer contacted the siemens technical solutions center (tsc) to report that the cover of an advia centaur xp instrument had fallen onto an operator's head when the operator raised the cover to view patient samples. The incident caused minor redness to the operator's forehead. It is unknown if any medical intervention was required.